Event description:
Broken clavicle plate, post-operative.

Manufacturer narrative:
Per rep the orthohelix clavicle plate was used to revise a failed synthes clavicle plate for a fractured left clavicle. While driving, the patient reached his left arm up and across his body and pulled up on the shift lever when he heard a pop. Photographs of the explanted plate confirms that the plate broke transversely across the hole 6. Damage to the hole threads is visible on the lateral plate fragments, however, the threads appear undamaged on the medial plate fragment. The photographs reveal no damage or other anomalies to the screws. Films show the plate break through the screw hole located over the fracture line. This may not have been the original fracture line. The position of the hardware in the x-ray indicates that this screw hole was filled prior to the plate failure. No issues related to surgical technique or product quality have been identified.